Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a fatal error and was unable to remove medications. A technical support specialist (tss) dialed into the station and observed that the database size was 11gb. Then dialed the server and confirmed there were no issues with the server purge process. Upon reviewing the station logs, the tss verified the presence of maintenance log errors. Proceeded to perform a full sync on the device, after which the database size reduced to 2.4gb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device displayed fatal error had occurred on the underlying data source and not able to remove medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.